Event description:
It was reported that during patient use, the ventilator was displaying device alert messages. There was no reported change in therapy or patient harm . There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and found an error code indicating a graphic user interface (gui) key was stuck. The cse replaced the gui keyboard assembly, which resolved the reported issue. The ventilator then passed short self tests (sst), extended self tests (est), calibrations, and performance verification tests (pvt).